Event description:
The account alleged the stretcher still moves when the brake casters are set. No pt impact.

Manufacturer narrative:
The account found the bolt broke in the hex rod and the hex rod slid out of place. The account replaced the hex rod to resolve the issue.